Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was used to treat a lesion in the inferior septal (high lateral branch). There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. It was reported that stent thrombosis occurred 0-24 hours post implantation of the resolute onyx stent.

Manufacturer narrative:
Additional information: during an emergency procedure a resolute onyx rx coronary drug eluting stent was used to treat an almost non-tortuous, non-calcified eccentric lesion in the 1st diagonal (high lateral branch). Stenosis was 99% in the hl, 90% in the lad and 90% in the lcx. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. The stent was deployed at 12- 14 atm for 20 seconds. No issues noted during stent deployment the device was fully expanded. Post-dilation was performed. Timi flow pre stent deployment was 1. Before implantation, speed was 50%, the contrast agent looked slight, the outflow amount was considered to be small. Post deployment timi flow was 3. There was no damage to the blood vessel during stent implantation. Chest discomfort was reported during and after the procedure, which became exacerbated approx. One day post procedure. It was reported that stent thrombosis occurred 0-24 hours post implantation of the resolute onyx stent. The patient was on dapt at the time of the thrombotic event. The thrombus was treated with thrombus aspiration and poba. After treatment, the patient had a good clinical outcome. It was considered that after stent implantation, about 50% stenosis remained on the distal region and outflow was bad, and thus stent thrombosis occurred at this time. If information is provided in the future, a supplemental report will be issued.